Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe with sterile interior 0.3ml 0,25mm (31g) x 6mm the label information was partially illegible. There was no report of patient impact. The following information was provided by the initial reporter: torn & information not clear.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned several polybag images for 0.3ml, 31 gauge, 6mm, 10bag syringes, for lot 1305961. The customer reported package printing defect. The images were examined, and it was observed that the printed lot number, manufacturing date, and expiration date are printed in the wrong location and isn¿t clearly printed. A review of the device history record was completed for batch# 1305961. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of package printing defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine¿ insulin syringe with sterile interior 0.3ml 0,25mm (31g) x 6mm the label information was partially illegible. There was no report of patient impact. The following information was provided by the initial reporter: torn & information not clear.